Event description:
A home patient (hp) contacted product surveillance to report that several of her connection shields were dry. The hp reported that the connection shield usually is a dark crimson color which indicates the presence of iodine; however, the connection shields she had did not have this color. The hp reported that after she used the connection shield, she had to peel them off because, they were so dry. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient elected not to return the sample. This report was not confirmed due to lack of sample. A batch review was performed; there were no defects noted. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.